Event description:
It was reported that during testing conducted at the manufacturer facility the system 6 battery was leaking. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A fluid leak was reported during visual inspection of the device. Improper sterilization is the probable cause of the reported event. The device was discarded by the manufacturer.